Event description:
It was reported that during use on a patient both screens of the cardiosave intra-aortic balloon pump (iabp) blanked out without warning and the pump stopped operating. The green power button remained illuminated. The power button was held down to turn the device off and then it was restarted. The device rebooted and went through its checks then resumed function. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse ran the unit by pumping on a trainer for several hours, but was not able to duplicate shutdown issue. The fse performed full calibration, functional testing and safety checks. The unit passed all functional and safety tests per factory specifications and was returned unit to customer and cleared for clinical use.